Event description:
It was reported that during the patient's replacement surgery, high impedance was noted when the new generator was attached to the lead. Intraoperative troubleshooting was performed. However, this did not resolve the issue. The patient's neck was examined for a possible lead revision. However, due to bleeding and excessive scarring, which is reported in MFR. Report #: 1644487-2019-01692, the surgery was aborted. The patient was implanted with the new generator and surgical site was closed. The lead was not replaced at this time. The explanted generator was discarded after surgery and will not be returned to the manufacturer. No relevant surgery is known to have occurred to date for the high impedance. No additional relevant information has been received to date.

Event description:
It was later reported that patient still presented with high impedance and low output current. Neurologist was told that patient should get x-rays x-rays have not been reviewed by manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported via clinic notes received by the manufacturer that high impedance was observed on the patient's vns. The patient was referred for full vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.